Event description:
The catheter was used initially for right & left heart catheterization. During the lv injection (after 30 min. Of cath already being in the heart and advanced into different cardiac chambers), the barrier between inflated balloon and the tip of the catheter was disrupted and air escaped from inside the balloon into the angio catheter lumen and escaping via the vessel holes of the catheter into the lv. The bubbles were visualized in descending aorta but not bradyiocephalic vessels. The balloon was filled with air vs preferred c0/2. Less than .5ml vol. Was useddevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.